Manufacturer narrative:
(B)(4). Date sent: 6/15/2026. D4: batch#: 920d11. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/4. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished pcee60a, with lot number: a99t0l, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number: 920d11, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a left atrial appendage closure, when the device was attempted to use, the device stopped immediately. The way of stopping was like no battery capacity. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.